Event description:
It was reported that, "revision of duracon knee for pain. Explant duracon knee. Implanted triathlon ts." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 2004

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.